Manufacturer narrative:
The reported complaint of early battery depletion was not confirmed. The device was received operating at eri level. Analysis of device image noted device was programmed to high field settings. Device was set to nominal settings. Further analysis performed did not find any anomaly with battery voltage at eri level. Longevity assessment was performed and device has exceeded projected longevity.

Event description:
During an in clinic follow up, it was noted the device had reached the elective replacement indicator (eri) sooner then expected. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.